Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to the reported ER visit and hyperglycemia. No lot release records were reviewed, as the product lot number was not provided. Omnipod dash insulin management system ¿ user guide, model: 18320, 18296-eng-aw rev b 06/18. Blood glucose readings chapter 4 / page 56: warnings: blood glucose readings below 70 mg/dl may indicate hypoglycemia (low blood glucose). Blood glucose readings above 250 mg/dl may indicate hyperglycemia (high blood glucose). Follow your healthcare provider's suggestions for treatment.

Event description:
It was reported by the mother that her daughter was brought to the emergency room (ER) for high blood glucose (bg) levels of 380 mg/dl while wearing the pod for 24 to 36 hours on the abdomen. The patient was vomiting. The pod was removed and replaced. By the time they got to the ER, the mother stated that "she wasn't too bad" (referring to her bg levels). She was diagnosed with a urinary tract infection (uti). The patient was treated with intravenous antibiotics (bactrim), zofran, and fluids. Medications provided when released included bactrim (10ml twice a day for 10 ten days, 200-40mg/5ml) and zofran (4mg tablets, 1 every 6 hours, 10 tablets).